Event description:
It was reported that during a video adrenalectomy procedure, the tip broke. The piece was removed from the pt without any further problems. The pt is in good condition. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 8/6/2008. Info anticipated, but unavailable at this time.